Manufacturer narrative:
The subject device was not returned to olympus for evaluation. Therefore, omsc could not investigate the subject device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause was unknown. Omsc surmised that the user reprocessed the subject device mistakenly.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the user did not use connecting tube maj-2358 for the jf type endoscope when the jf-260v was reprocessed several times with the olympus automated endoscope reprocessor model oer-5. The user rarely uses the oer-5, and uses the oer-3 or the oer-4. The event date was unknown. Other detailed information was not provided. There was no report of patient injury associated with the event. This is a report for jf-260v.